Event description:
It was reported that there was an infusion of 100 ml cefepime (100ml of ns bag with 1000mg cefepime) set to be delivered at a rate of 25 ml/hour. However, during the infusion, an ail (air-in-line) alarm occurred. The infusion was found to have been completed within approximately 1 hour and 45 minutes instead of the intended 4-hour duration. The patient later received another dose of the antibiotic and it infused without difficulty. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.